Event description:
Rptr started having chills. Went to bed and woke up feeling terrible. Child came at 3 and noticed rptr had a bad red rash on chest where breast was removed. Called the dr and it took up to about an hr to get there. The nurse met rptr and sent rptr directly to ER. Rptr was admitted to hosp and was diagnosed with cellulitis. This caused rptr to go into septic shock. Rptr thinks the amoena prosthesis caused problem.